Event description:
The secondary medication backed up into the primary infusion. The alaris IV pump was set to infuse kcl 10 meq/hr as secondary piggyback to primary infusion of 0.9% sodium chloride. The secondary pump settings were entered as 100ml/hr for rate and 100ml for volume to be infused. After approximately 15 minutes, the IV potassium bag was almost empty, however the pump read 82ml vtbi. The drip rate was visualized to be running faster than 100ml/hr and there was concern that the patient had received 80-90ml of potassium within 15 minutes. The patient was placed on telemetry and received calcium gluconate 3gms prophylactically. The alaris pump information was downloaded and confirmed the above settings. When the pump was turned on with the pump door closed and the original tubing still in place, it was observed that the ivpb was backing up into the primary infusion. This was confirmed when the 0.9% primary infusion was tested by the laboratory and found to have potassium in the bag. The primary infusion was hanging on a 37" hanger and the secondary medication set was hanging at least 9 1/2 inches above the primary infusion at the time that was observed.